Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm which reportedly resolved with a modular cable exchange. Evidence of corrosion on the pump cable inline connector was also confirmed through the submitted image, which could have caused or contributed to the driveline power fault alarm; however, a specific cause for the corrosion could not be conclusively determined through this evaluation. Review of the submitted image shows debris on the surface of the pump cable inline connector, consistent with corrosion. The submitted system controller event log file contained events from (B)(6) 2025. A driveline power fault alarm, associated with power b line faults, was active throughout the duration of the log file. No other notable events or alarms were captured, and the pump appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault on (B)(6) 2025. The speed, flow, power, and pulsatility index (pi) readings were consistent with the patient's baseline. The patient was asymptomatic during the event. The patient had previously reported a driveline power fault on (B)(6) 2025 (cs-213419). Following review of the submitted log files, it appeared that the event log file showed multiple driveline power b faults on (B)(6) 2025. There did not appear to have been any interruption to pump support during the events. The site reported that the patient was provided with a new modular cable and felt well during the exchange. Their blood pressure was 123/65. Tech services noted that the site replaced the modular cable, which appeared to have corrosion on it. A cleaning of the hm3 pump side connector was performed on (B)(6) 2025. Also, the modular cable was replaced again during the cleaning.

Event description:
It was later reported that the driveline power fault alarm stopped prior to the patient visiting the clinic. The alarms did not return following the modular cable exchange. The cause of the alarms was identified, but the cause of the corrosion was not identified. A cleaning of the pump side connector was performed on (B)(6) 2025. Also, the new modular cable was replaced with lot number 10939554. The modular cable was not planned to have been exchanged as it was attached to the left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.